Event description:
The customer reported via phone call that they were experiencing high blood glucose and had to call emergency room services. The customer's blood glucose level at the time of incident was found to be 600 mg/dl. The symptoms for high blood glucose were nausea, very ill, urged to vomit, very extremely thirsty. The customer was not using insulin pump system with the auto mode feature at the time of incident. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.